Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Fse was dispatched and on (B)(6) 2017, found that needles bend intermittently, due to sampler y axis binding intermittently. Removed y axis rails and cleaned with alcohol. Cleaned inside bearings of sampler slide. Moved the bottom rail to the top and the top rail to the bottom. Aligned sampler and rails for minimal friction. Aligned needle with top of cap. Ran controls and ran 30 patients, without no errors. The most probable cause of the reported event was sample y axis binding.

Event description:
On (B)(6) 2017, the customer reported z axis error 710 for over a month with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.